Event description:
Healthcare professional reported right side "patient states she had an aggressive mammogram performed, followed by a sharp pain in her right breast, and fluid build up. Fluid was cultured and patient was treated. Fluid has resolved". Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, e1, g2, h.6.

Event description:
Healthcare professional reported right side "patient states she had an aggressive mammogram performed, followed by a sharp pain in her right breast, and fluid build up. Fluid was cultured and patient was treated. Fluid has resolved". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.